Event description:
Additional information received from the consumer reported that they were working on setting up a time to meet with a manufacturer representative to try and reprogram and see if that helped their battery depletion issues.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: extension. Product ID: 3998, lot# j0406263v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: extension. Product ID: 3998, lot# j0406263v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708140,serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4)implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4)

Event description:
The consumer reported that they had to recharge the implantable neurostimulator (ins) that provided stimulation to their legs every day as it would shut off after 25 hours. The issue had been present since implant. The patient had been in their doctor's office 3 times since implant and was told this is where you are at. The patient's indication for use was non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.